Event description:
Unomedical reference number (B)(4). Event occurred in australia it was reported that patient faced an infusion set had blockage at site on 15-jun-2024. The event occured within three hours of insertion. The site of inertion was at abdomen. No further information available.